Manufacturer narrative:
Evaluation summary. A clinical analyst has reviewed this file. A footswitch cable was received for evaluation. A visual assessment of the returned sample did not show any visual non-conformity. The returned footswitch cable was connected to a footswitch and then a calibrated hotbed. The system was turned on and the footswitch was tested with no issues. The continuity of the cable was tested and had no issues. The sample met specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Evaluation summary. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Evaluation summary. The system was examined by a company representative who did not indicate finding any issues that would be associated with the reported event. However, the footswitch cable (which belongs to the system) and the footswitch were both returned for evaluation. The system and footswitch met specifications at the time of release. The footswitch cable was returned for evaluation. A visual assessment of the returned sample did not show any visual non-conformity. The returned footswitch cable connected to a footswitch and then a calibrated hotbed. The system was turned on and the footswitch was tested with no issues. The continuity of the cable was tested and had no issues. The sample met specifications. The footswitch met specification at the time of release. The footswitch was received for evaluation on 05/05/2016. A visual assessment of the returned sample showed that the footswitch had filth. The returned footswitch was connected to a calibrated system hotbed. The system displayed a system message (sm). The footswitch was opened and the component on the footswitch printed circuit board (pcb) was tested. It was found that the pins were shorted to each other, causing the footswitch to not be recognized. The root cause of the reported event can be attributed to nonconforming component in the footswitch pcb.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).

Event description:
A nurse reported that there was a footswitch issue during a cataract surgery with intraocular lens (iol) implant. Hospital staff reported that they couldn't proceed with further cases. Additional information received from the nurse indicated that the issue happened after the capsulorhexis was performed and surgeon was about to do the phaco stage. Due to the event the cornea and the lens remained exposed until the additional surgery next day. The procedure couldn't be finished, patient was padded and her surgery was completed on the following day in a different facility. Additional information has been requested and received.

Manufacturer narrative:
(B)(4).

Event description:
In addition, the reporter noted that the procedure also disrupts the natural dynamics of the eye with the potential to block the angle of the eye leading to an iop spike. These conditions served as a threat for 24 hours until the patient had their surgery completed the following day.